Event description:
The customer reported the system displayed a communication failure and locked up. On reboot, system locked up and would not complete boot up. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and adjusted the 5 volt power supply. System operates as intended.